Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise resulting oversensing was reproduced. Lead damage was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.